Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient¿s stimulation was too strong when they were in a certain position. They stated that the patient had adaptive stimulation and high density programming (paresthesia free). The rep stated on a few positions the patient was feeling stimulation and shouldn¿t be so they think they need to set the stimulation level at a lower setting. They stated they thought they were instructing them to store the positions at the new levels, but the levels were not staying. The rep stated it was ¿tickling¿ and it would come and go. The rep stated the patient was also not getting enough therapeutic benefit/coverage and had pain. The rep stated the nurse called the rep in today to meet with the patient and at the appointment they set up/oriented the adaptive stimulation. The rep communicated with the ins using the patient programmer and it showed stimulation was on group a with programs 1 and 2. Patient services had the rep check the as status on the group and the as was currently turned off. It was confirmed therapy was on and as was enabled. It was confirmed the selected group had as enabled and the amplitude was adjusted to the desired setting. It was reviewed to stay in current position for up to three minutes for the older ins model or 5 minutes if the patient had the newer ins model. Patient services walked the rep through turning as back on and decreasing from 1.8 ma to 0.8 ma. Patient service helped the rep turn stimulation down. At the end of the call the rep dropped from the line. The rep was instructed that if they wanted to adjust stimulation in a certain position they needed to turn stimulation down and then remain in that position for several minutes before they move for it to store/save. It was reported it was unknown when the issue of the patient was not getting enough therapeutic benefit began, but it was stated the issue of stimulation being too strong occurred on (B)(6) 2018. No further complications were reported/anticipated.